Event description:
Information was received that during use of this smiths medical cadd cleo infusion sets, the infusion site reaction l side of abdomen, mild inflammation and painful to touch from the patient was noticed. It was reported that the infusion cannula removed, and hospitalization was needed for taking an ultrasound of the impacted area. No additional adverse effects reported.